Event description:
A medtronic representative received a report, from a site, that their monitor went to a black screen with an 'hour glass' for 10-15 minutes, while in an awake craniotomy. This occurred after they registered and verified accuracy but before going into navigate. Patient was being prepped at the time, it did not delay surgery at all. The screen came back on and the surgeon completed the procedure with the use of the stealthstation s7 system. There was no impact on patient outcome.

Manufacturer narrative:
Patient age and patient weight are unavailable from the site at this time. Software investigation has not been completed at the time of this report.

Manufacturer narrative:
The software was reinstalled on the system and no further issues have been reported since. System log files were analyzed, but did not yield any conclusive information. Unable to determine root cause or reproduce reported issue.